Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: no surgical intervention performed no cultures taken adhesive was applied to the port holes immediately post-surgery wound was cleaned with beta and dried properly beta prep used prior to case and after no dressing was used unknown of patient hypersensitivity unknown if patient was screened prior to case patient demographics are unknown patient pre-existing conditions unknown patient previous exposure unknown current patient status unknown surgeon: dr. Myer kaplan physician opinion at this time is very cautious and concerned of this happening again. I have worked cases with him since this allergic reaction, and he continues to use dermabond carefully product is not available for return.

Event description:
It was reported that a patient underwent a ventral hernia procedure on (B)(6)2025 and a topical skin adhesive was used. The patient experienced a terrible reaction all over the abdomen two days after on (B)(6)2025 and reported the reaction to the surgeon. The reaction was very red all over the patients abdomen including the incision site. The surgeon saw the patient in the office and was prescribed an oral antibiotic and topical steroid cream. The rash did not react to the prescribed antibiotic which lead to a follow up prescription of oral levaquin. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. The reaction was very red all over the patients abdomen including the incision site. 2. I do have pictures. Please let me know where to send them. 3. The patient had the procedure on (B)(6)2025 and reported the reaction the surgeon on (B)(6)2025. The surgeon saw the patient in the office and prescribed an oral antibiotic and topical steroid cream. The rash did not react to the prescribed antibiotic which lead to a follow up prescription of oral levaquin. 4. Lot number is unknown. Attempt was made by the surgical staff. 5. Current patient status is unknown. 6. Dermabond had not been used on this patient previously. 7. Dr. (B)(6), general surgeon was the point of contact. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention performed? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis?